Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, d6b, g2, h6.

Event description:
Later healthcare professional reported "capsular contracture, baker grade iii". Device has been explanted and replaced.

Event description:
Patient reported capsular contracture, baker grade unknown and "displacement of the prosthesis was detected" and later patient reported "baker contracture grade iii". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.